Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the mildly calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 10 seconds. The device was removed without problems and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.